Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that smiths medical this cadd duodopa pump may have cause patient to hospitalize. It was reported that the pump was malfunctioning and the patient went back to taking medication orally. It was also stated that the patient got confused due to not taking "sinement" properly. The reporter also stated that the patient fell a few times due to confusion. The patient was hospitalized. It is unknown how did the smiths medical pump caused the patient to hospitalize.